Event description:
A physician via clinical study reported that during implantation of an intraocular lens (iol) the lens was broken. Additional information was requested.

Manufacturer narrative:
Sample was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three another complaints reported in this lot number. The manufacturer internal reference number is: (B)(4).